Event description:
It was reported that this right atrial (ra) lead became dislodged a few days after it was implanted, so it was explanted and a new lead was implanted. No additional adverse patient effects were reported.